Event description:
It was reported that during a therapeutic ureteroscopy procedure, they were unable to increase pressure while inflating. A pinhole was found in the balloon material. There were no pt complications involved.

Manufacturer narrative:
This device has not been received by this manufacturer, therefore, a failure analysis is not available, and we are unable to determine if the device met its specifications. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between the device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedure.